Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in three portions for analysis. Visual analysis found three external insulation abrasions and six internal insulation abrasions. Two external insulation abrasions were noted from 11.9cm ¿ 12.2cm and 12.0cm ¿ 12.2cm from the connector pin breaching the ring electrode and superior vena cava cable lumen on the first lead segment, consistent with friction to the device can. The third external abrasion was noted 13.4cm ¿ 13.7cm from the distal tip on the third lead segment, breaching the ring electrode cable lumen consistent with friction to another device or patient anatomy located on portion. Both ring electrode cables and inner cable lumen were abraded at this location. Three internal insulation abrasions were noted at 9.0cm ¿ 11.1cm, 9.5cm ¿ 12.9cm, and 12.9cm ¿ 13.2cm from the distal tip, breaching the right ventricle cable lumen and ring electrode cable lumen located between the right ventricle shock coil and left ventricle shock coil. In two locations the inner cable lumen was abraded with no damage noted to the cable coating in any location. The other three internal abrasions were located on the third lead segment 53.2cm ¿ 54.1cm, 54.4cm ¿ 54.1cm, and 53.3cm ¿ 56.8cm on the outer tubing stuck on the stylet extraction tool, all were breaching an unknown cable lumen with no damage noted to any of the inner cable lumen. The cables were not returned with this portion of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a partial lead was returned in three portions for analysis. Visual analysis found multiple external and internal abrasion. Two external insulation abrasions were noted breaching the ring electrode and superior vena cava cable lumen consistent with friction to the device can located on the connector portion adjacent to the connector boot. The etfe cable coatings were not damaged at these locations. The third external abrasion was noted breaching the ring electrode cable lumen and inner coil lumen consistent with friction to another device or patient anatomy located on distal portion. External insulation abrasion caused by friction to the can breaching the re cable lumen was noted at 11.9cm ¿ 12.2cm and breaching the svc cable lumen was noted at 12.0cm ¿ 12.2cm from the connector pin with no damage noted the cables or the inner cable lumen. External insulation abrasion breaching the re cable and inner coil lumen was noted at 13.4cm ¿ 13.7cm from the distal tip. Both re etfe cable coating were abraded. No damage observed on the inner coil ptfe liner. Both ring electrode etfe cables coatings were abraded. The inner coil ptfe liner was not damaged. Internal insulation abrasion was noted breaching all cable lumens at 9.1cm ¿ 11.2cm and breaching the re cable lumen at 9.4cm 12.6cm from the distal tip. The inner coil lumen was abraded in this region, with no damage noted to the ptfe liner. Additional internal insulation abrasion was noted breaching all lumens at 12.9cm ¿ 13.2cm from the distal tip. The re etfe cable coating was abraded. The inner coil ptfe liner was not abraded at this location. Three internal insulation abrasions were noted breaching all cable lumens between the right ventricular shock coil and superior vena cava shock coil. In one of the location, the re etfe cable coating was abraded. In two locations the inner coil lumen was abraded with no damages to the ptfe liner. The three remaining internal abrasions were located on the distal portion and proximal to the superior vena cava cable lumen, breaching an unknown cable lumen with no damage noted to any of the inner coil lumen. Internal insulation abrasion was noted breaching an unknown cable lumen at 26.1cm ¿ 26.6cm, 28.5cm ¿ 28.8cm and 30.8cm ¿ 35.4cm with no damage noted to the inner coil lumen. The cables were not returned with this portion of the lead. The cables were not returned with this portion of the lead. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-29941. It was reported that a patient presented in-clinic for a right ventricular lead extraction procedure. Prior examination of right ventricular(rv) lead with fluoroscopy revealed that the rv lead had externalized conductors. No electrical anomalies were noted due to the externalized conductors. During the extraction procedure, the right atrial (ra) lead insulation integrity was visually confirmed to be compromised. No electrical anomalies were noted on the ra lead. Both the ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.